Manufacturer narrative:
Batch review performed on 19 november 2019: lot 188420: 50 items manufactured and released on 29-nov-2018. Expiration date: 2023-11-21. No anomalies found related to the problem. To date, 27 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: revision surgery performed 3 weeks after primary surgery in a 75 year old woman. The reason of the revision is the progression of an intraoperative periprosthetic fracture treated during primary surgery that did not heal 3 weeks after surgery. In this case, there is no reason to suspect a malfunctioning device.

Event description:
The patient had a per-operative peri-prostetic fracture fixed with a screw during the primary surgery. The patient had a fracture 3 week post-operation and was revised about 1 month post primary. Stem and head revised successfully.